Manufacturer narrative:
(B)(4): the customer advised physio-control that they have decided to retire the device from service and will not be seeking repair options. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that the screen on their device would blank out after being on for approximately a minute and then display "service" across the screen. In this condition, the device is likely locked up and could not be used on a patient, if needed.there was no patient use associated with the reported issue.